Event description:
It was reported that this single coil implantable defibrillation lead exhibited a shock impedance measurement of 126 ohms. Technical services discussed the typical range for this lead is 75-125 ohms. There was no evidence of noise and all available electrograms (egms) were appropriate. Increasing the shock impedance alert limit was discussed. No adverse patient effects were reported.

Event description:
It was reported that this single coil implantable defibrillation lead exhibited a shock impedance measurement of 126 ohms. Technical services discussed the typical range for this lead is 75-125 ohms. There was no evidence of noise and all available electrograms (egms) were appropriate. Increasing the shock impedance alert limit was discussed. No adverse patient effects were reported. Additional information was received that a commanded shock was performed to evaluate this lead. Shock impedance measurements of 135 ohms were obtained. Technical services (ts) discussed that this has been gradually rising for approximately two years. No additional adverse patient effects were reported. This lead remains in service.